Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited small r-wave measurements, noise and oversensing resulting in delivery of inappropriate shock therapy. It was noted that the patient had lost weight. The device was observed to be moving in the pocket and was felt to be the cause of the noise. A revision procedure was performed. The device was repositioned in the pocket and sutured down. No further noise was observed. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the product was later explanted and replaced with a transvenous system due to unrelated reasons.